Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the device include, but are not limited to: insertion or removal difficulty, aortic rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an emergency endovascular treatment for false lumen rupture of type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag ac). The patient's vital signs were unstable. The descending aorta was severely tortuous, and a pull-through was performed from the left brachial and right common femoral arteries. After deployment of the first ctag ac, the second catg ac (tgm454520j) was inserted to extend the device proximally. It was difficult to advance the second catg ac due to tortuosity of aorta. When the second catg ac was advanced, blood pressure dropped, and pulseless electrical activity (pea) occurred. The second catg ac was placed while performing cardiac massage. The third ctag ac was further placed on the distal side. The patient left the room being on percutaneous cardiopulmonary support (pcps). The physician stated the following: the blood pressure was unstable, and it may have ruptured again when the second device was raised. The aorta was also severely bent, making it difficult to raise.